Event description:
Fmc product complaint received from facility. Reported complaint is "blood leak" with first use. Device passed leak testing with preprocessing. MDR determination can not be made without further pt info. This info was requested. 10/27/1998 2nd phone request for event and pt info. Since reported leak occurred at an acute satelite facility, info needs to be researched. Sample had been saved and disinfected for evaluation. 10/27/98 health care professional provided the following info. As a result of the reported leak, the estimated blood loss was reported as 150-200 ml due to discard of the extracorporeal circuit. There were no adverse effects to the pt and no medical intervention was required due to the leak. MDR filed due to blood loss reported.